Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient had urinary accident on the day of the call. It was also reviewed that the patient was recently implanted. During the call the patient confirmed the ins was on and the patient increased stimulation from 1.9 to 2.0 on program 4. It was noted to be a loss of bladder control. An additional call from the patient's family member indicated that the patient has had a loss of therapeutic effect and a return of leakage symptoms. The patient is having to wear a diaper and when the patient tried to increase stimulation, but it caused pain to go down the patient's leg. The caller reported unrelated patient issues including anorexia and that the patient's "body is not functioning properly from the lack of nutrients." These issues were not reported to be associated with the ins or therapy. Patient status is unknown at the time of this report. The stimulation issues occurred following patient adjustments to stimulation and were not alleged to be sudden or to have occurred on their own. Additional information was received from the patient and it was reported that the device was not working appropriately. The patient reported that she tried to contact a manufacturer¿s representative (rep) but was told only could contact rep through healthcare provider¿s (hcp) office. The patient reported that she was told a rep would contact her back, but never returned the call.